Event description:
It was reported that the main cover of the external pulse generator (epg) was "damaged." The epg will be repaired. No patient complications have been reported as a result of this event. It was reported that the external pulse generator (epg) was returned to service for repair. The engineer found that the epg could not be powered on and the main cover of the epg was "damaged." The epg was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:analysis found that the external pulse generator (epg) could not be powered on due to the main board being "damaged." The main board was replaced. (B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was returned to service for repair. The engineer found that the epg could not be powered on and the main cover of the epg was "damaged." The epg was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:analysis found that the external pulse generator (epg) could not be powered on due to the main board being "damaged." The main board was replaced. Further review prompted a change in the device analysis results.